Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) at max outputs approximately one month post implant. Intrinsic sensing and impedance measurements were within normal limits. However, in a review of the daily measurements, there was an abrupt increase in pacing impedances from 1,000 to 2,300 ohms but then they decreased to 600 to 700 ohms. A chest x-ray was performed and there was no indication that the lead had moved. A revision procedure was performed and the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Cuts were noted in the insulation of the lead body, additionally blood/body fluid was noted inside the lumen of the lead due to the cuts. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.